Event description:
On (B)(6) 2013, a dual mesh plus goretex was implanted for ventral hernia. That mesh caused pain and swelling, bowel blockage, a tear, and perforated my intestines; I almost died. I remained in the hospital for weeks with two drainage bulbs, incisional hernias, and inguinal hernia due to the weakening of my abdominal wall. I am now disabled due to severe depression, and the three hernias that were caused by the mesh. I now, have to have more surgeries and my medical bills are outrageous. I've lost my life stability in life. I am a single mother of five and I live in pain everyday. My quality of life had diminished and this mesh could have killed me. Mesh is not good, it needs to no longer be used and removed from people before others fall victims to its affect.